Event description:
A surgeon reported that an enlarged incision was required to remove and replace an intraocular lens (iol) during implant surgery due to a detached haptic. Additional info was received reporting that during the procedure, the pt's capsular bag tore and a vitrectomy was performed. It was reported that it was "unknown" if the device caused or contributed to the event. The outcome for this pt was reported as "good".

Manufacturer narrative:
The device was not returned for evaluation. Device history record review indicated the device met release criteria. There have been no other complaints reported in the lot number. Additional info was requested. A completed questionnaire was received. This report was mailed to FDA on: 09/11/2009.